Event description:
Staff alleges that the head section will not raise. No injury reported.

Manufacturer narrative:
Bed located in bed shop. Technician reported that the head section will not raise. Requested tech to isolate the coil then the valve to find the problem. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.